Manufacturer narrative:
Other, returned device was received wirh damaged rear housing. No evidence of reported problem in event log was found. During the evaluation of the device yes, the customer stated problem was verified. Testing was performed and the device did asking for pass code when selected setup. However, further investigation and determined that it's a battery and training issue. Therefore, no problem found with the pump. Problem source was traced to user interface. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information received a smiths medical ambulatory infusion pumps/cadd ms3 pump is requesting for pass code. Advised it lost programming . No information on patient involvement.